Event description:
Caller reported a malfunction on the pump with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to return the problematic pump and was sent a replacement pump with updated software. Customer will continue to use current pump; will rely on alternate method if necessary.